Event description:
It was reported that the device had experienced a power on reset (por). The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. The analyst noted: critical ram parity error occurred in (B)(6) 2014. Por severity is low so the device should be able to fully recover after reset. This device was included in a field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).